Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after the cartridge connector became disconnected and the cartridge came out of the ilet, after which the family reattached the components using a video but blood glucose remained elevated, reaching 426 mg/dl; a full infusion set and cartridge change was advised, and the user subsequently discontinued ilet use per their clinician to transition to multiple daily injections for stabilization and training. Symptoms included elevated blood glucose. Outcomes included interruption of insulin delivery therapy and the need for alternative therapy with additional training. Investigation included user counseling and troubleshooting education. Investigation of this case revealed a suspected supply or connection issue involving the cartridge connector and infusion set that likely resulted in inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user technique and connection integrity issues.